Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedances that were greater than 125 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.